Event description:
It was reported that the implantable pulse generator (ipg) experienced issues with its battery, which was observed to be at zero at one point and only charged up to 70%. It was noted that when battery was at zero, patient was able to get it going again and the implant did not turn off nor did they lose therapy. The patient charged the implant daily for about an hour, but it did not reach full capacity. During a recent appointment, a staff member confirmed the battery's limited charging capacity. A status check using the programmer indicated that the therapy was on and functioning, with the battery level fluctuating between half full and 75%. Recharging information was reviewed, and the patient was encouraged to continue charging. Agent confirmed equipment seemed to be working as expected. The patient also mentioned having a detached retina, which was unrelated medical history to the device issue. The resolution involved educating the patient and providing information, with a suggestion to discuss a wireless transition with their doctor. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the incomplete charge wasn¿t determined as the system and equipment was interrogated on january 9th with no issue seen. The office requested a new recharging system for the patient.